Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6: part: 09.804.602s, supplier lot: 82273397, release to warehouse date: january-24-2023, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revelated that the vertebral body set/large- sterile had signs of breakage and the distal tip deformed. The observed conditions of the device were created during insertion process. The protection sleeve was not returned along with the device. No other issues were observed. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. A dimensional inspection was not performed due to the post-manufacturing damage. The vertebral body stent surgical technique guide was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi) 3. Vbs volume reaches maximum - 4.0 ml for vbb small - 4.5 ml for vbb medium - 5.0 ml for vbb large the surgical technique guide also contains the following warning: - do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. - vbs maximum volumes differ from vbb maximum volumes. The pressure and/or volume achieved prior to failure of the device were not reported but the condition of the returned device is consistent with over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached.. The overall complaint was confirmed as the observed condition of the vertebral body set/large- sterile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications there is no indication that a design or manufacturing issue has caused the complaint condition. Drawing/specifications reviewed vertebral body stent (vbs)-small / medium / large (current and manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a stent placement procedure on (B)(6) 2024, the stent in question fell in the vertebral body while attempting to adjust the position. The stent was successfully removed from the vertebral body using a wire held by the hospital. The stent was not inserted again, only cement was injected, and the surgery was completed. Patient outcome is reported as stable. No further information is provided for reporting. This report is for one (1) vertebral body set/large- sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.